Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in the sterile packaging.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: foreign material in the sterile packaging. Probable root cause: foreign material left in the device, stains, corrosion, inadequate cleaning process, environmental conditions, dents, scratches, shipping damage. The failure mode will be monitored for future reoccurrence. H3 other text : 81.